Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a battery cap issue on the insulin pump. Customer's blood glucose was 168 mg/dl at the time of the incident. Customer stated that he tightened the battery cap and received an alarm. Customer stated that he cannot tighten all the way without an alarm occurring. Customer stated that he is using a (B)(6) battery. Customer reported that he did not receive a low battery alert prior to the off no power alarm. Customer changed the battery 2 days prior to the incident and stated that the pump was not dropped. Customer stated that the battery cap is damaged. Customer will be sent a replacement battery cap.